Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire¿ guidewire was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure date was performed on (B)(6) 2018. According to the complainant, during preparation outside the patient, it was noticed that the packaging was damaged and the sterile barrier was compromised. Reportedly, approximately 3cm of the tip of the device was out of the packaging. The procedure was completed with a new jagwire¿ guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device revealed that the pouch received was opened and split. Additionally, the jagwire does not have any visible failure. The complaint is consistent with the reported event package seal compromised. It is possible that the way in which the device was handled and manipulated during shipping or unpacking an external factor could have contributed to the failure found. Therefore, the most probable cause for this complaint is handling damage. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagwire¿ guidewire was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The procedure date was performed on (B)(6) 2018. According to the complainant, during preparation outside the patient, it was noticed that the packaging was damaged and the sterile barrier was compromised. Reportedly, approximately 3cm of the tip of the device was out of the packaging. The procedure was completed with a new jagwire¿ guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.